Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in france. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three months post-implantation, the patient underwent a hip revision due to a fractured liner. Attempts have been made and no further information has been provided.